Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03450. It was reported that the patient is experiencing inadequate stimulation. . In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending.

Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2018-03450. Additional information revealed that the entire system was explanted.